Event description:
It was reported that prior to an ureteroscopy procedure, the fiber broke in half. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that prior to an ureteroscopy procedure, the fiber broke in half. The procedure was completed using another fiber. There were no patient complications reported.